Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection near the ipg site. It was unknown if the infection was caused by the device, but the physician believed that the infection was related to an unknown procedure. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
Update to the initial MDR.

Event description:
A report was received that the patient had developed an infection near the ipg site. It was unknown if the infection was caused by the device, but the physician believed that the infection was related to an unknown procedure. The patient underwent an explant procedure. No further information will be provided to bsn.